Event description:
It was reported that the right atrial lead exhibited noise. The patient was simultaneously in atrial fibrillation. The atrial sensitivity was decreased. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.